Event description:
It was reported, in surgery using the g3 long nail the surgeon didn't confirm left/right on the package of implant. Actually the pt broken his left femur, however, the surgeon used right nail for treatment. At the end of the surgery, the surgeon found that the wrong nail was used, however, he did not change the left nail. The surgeon confirmed that the nail was implanted good position.

Manufacturer narrative:
Devices remains implanted. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.